Event description:
It was reported that the ultrasonic gastrovideoscope had been reprocessed with an endoscope reprocessor in which the water filter replacement deadline had expired by two years. There were no reports of patient harm.related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the device was not returned, the root cause of the reported event is unable to be determined. However, it is presumable the reported event is due to the user did not read instructions for use (IFU) thoroughly, used the water filter after replacement limit period expired by management error for replacement. The event can be detected and prevented by following the IFU sections: chapter 7 routine maintenance: 7.2 replacing the water filter (maj-824): replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below. Olympus will continue to monitor field performance for this device.